Event description:
During a laparoscopic appendectomy, cauterization of an oozing area at the staple line was required. The maryland forceps with cautery was used, the maryland failed to fire several times before the area was able to be cauterized. Upon visual inspection of the area, there was a thermal injury noted at the distal ileum. At that time it was thought it was caused by arcing between the maryland and the bowel, which had caused difficulty with cauterization of the staple line. This area was then imbricated using 3 interrupted 2-0 silk sutures.